Manufacturer narrative:
At this time, the lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to placement difficulties and insulation damage. The lead was removed and replaced prior to wound closure. No adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found several cuts in the lead insulation. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements revealed the inner insulation and electrical tests were within normal limits. However, the outer insulation test failed due to the cuts. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis concluded the insulation cuts were induced during the procedure and no other lead characteristic caused or contributed to the reported clinical observations.